Event description:
A patient reported, "symptoms of alcl", "a firm/hard breast that has almost doubled in size", and "a sample of the fluids sent off to cytology". The device remains implanted. This record is regarding the right side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.